Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering confirmed the cannula fractured under the bell area. Engineering noted scratches on the inside of the cannula near the fracture point on both halves of the broken cannula. One of the fractured pieces was returned for evaluation; however, engineering noted that not all of the fractured pieces were returned. The damage to cannula may be due to elevated pressure caused by the improper placement of the cannula clamp combined with exposure to a lipid saturated environment over the duration of the procedure. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA. Additional information was requested and none provided.

Manufacturer narrative:
(B)(4). We have submitted the final report for this incident on november 15, 2015 with the MDR's reference # 2027111-2015-00574.

Event description:
Medwatch report: laparoscopic surgery (myomectomy) - "z thread with laparoscopic scope inserted manipulated with remote, z-thread snapped, removed from patient."

Manufacturer narrative:
This report is to follow up with maude# (B)(4). We have reported this incident under MDR 2027111-2015-00574 & medwatch# 2100230000-2015-8005. Please refer to our final report dated november 05, 2015. All context has been verified with customer.

Event description:
Maude# (B)(4) "z thread with laparoscopic scope inserted; manipulated with remote, z-thread snapped, removed from patient."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Davinci myomectomy- "trocar broke during the procedure. A fragment of the device, may be in patient." Patient status- "patient is fine, however, fragment may have been left inside patient."